Event description:
It was reported the customer had recurring no delivery alarms. The customer's blood glucose was 398 mg/dl. The customer also reported they were unable to bolus due to the no delivery alarms. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime, but the insulin pump alarmed no delivery. It was also found the customer's insulin pump did not alarm no delivery with a new tubing. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.